Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy clipping procedure performed on (B)(6) 2024. During the procedure, clip was inserted down the scope channel and when it was opened to place to the lesion site, it release off from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clips premature deployment.